Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The banana pin connector was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed connector and was unable to duplicate any failure. Further root cause of the reported failure could not be determined.

Event description:
It was reported that the device would power off on its own due to an intermittent connection with battery. There were no reports of pt use associated with this event.